Manufacturer narrative:
When initially received, the complaint of the device falling apart during use was not clearly understood. Initial reporter was contacted. The initial reporter indicated the over-mold separated from the cup leading to a loss of vacuum. The physician would then presumably remove the cup manually, with forceps or fingers. Testing with regards to this complaint has not yet been completed. Upon completion, this report will be supplemented.

Event description:
During delivery, the vacuum assist delivery device broke apart.